Event description:
Additional information was received which indicated commanded shocks were performed. The values were within normal range, but ultimately the physician elected to extract the lead. During the extraction, the innominate vein was torn, so further intervention was performed where the patient's left chest was opened. The patient was sent to the intensive care unit and is currently in serious condition. The patient's leads were surgically abandoned and the device was removed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. Further review noted the impedances have been increasing gradually and are currently 153 ohms. At this time, the lead remains in service and the patient is expected to be seen at a later date. No adverse patient effects were reported.